Event description:
The customer contacted beckman coulter, inc (bec) to report a burning smell occurring periodically on their synchron cx5 delta clinical system. The customer reported the burning smell appeared to come from the ise side of the instrument. No instrument errors were observed. There was no reported impact to pt sample results. It is unk if impact to pt treatment was associated with this event. There was no report of exposure or injury to the customer. It is unk if the material safety data sheet (msds) was reviewed. It is unk if the facility has a risk management plan in place.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed that the waste tubing line was broken which allowed waste to drain into the hydro area. The waste went under the waste pump and was likely evaporating thus causing the reported smell. The fse did not observe any burned electrical components. The fse replaced the waste line and verified repairs per established procedures. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.